Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 220mm x 150cm coyote balloon catheter was advance for dilatation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as result of the event.